Event description:
A spinal biopsy was being performed under direct consultant supervision from the vertebral body of l4. Aseptic technique with 1% lidocaine used for local anaesthesia and 1.5 mg of IV midazolam for sedation. The biopsy needle had been optimally positioned for the biopsy and the cutting biopsy needle was being used to obtain the biopsy. The bone was tough but satisfactory needle progress through the bone was being made. However, the needle shaft sheared leaving behind 3 to 4 cm of the biopsy needle behind. The shaft broke in the soft tissues lying posterior to the vertebral body, i.e. Not at the bone surface. Since the needle could not be removed the procedure was abandoned, and the pt returned to the ward.